Event description:
Caller reported a malfunction on the pump with malfunction code malf 6, occurring without any notable prior events. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump, as the caller did not have charging supplies at the time of the call and plans to follow up once a cable is available.